Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad). A synergy¿ stent was selected and advanced to treat the lesion. A left main (lm) to lad and lm to circumflex bifurcation stenting was performed. When the physician pulled the stent for precise positioning, the stent was dislodged from the balloon delivery system at the proximal end. Post dilation of the dislodged stent was done and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).